Manufacturer narrative:
The hcg + b reagent lot number was 79772305 with an expiration date of 31-oct-2025. The field service engineer (fse) found the gripper position was at the sipper station. The fse adjusted the gripper position at the sipper station. Instrument performance and precision testing were acceptable. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys hcg+b (hcg + b) on a cobas e 411 analyzer (disk system). The initial result was 281 miu/ml. The repeat result was 289 miu/ml. A new sample was drawn, and the result was < 5 miu/ml. The original sample was repeated, and the result was < 5 miu/ml. The results of < 5 miu/ml were believed to be correct.